Event description:
It was reported that during implant, the physician had a hard time inserting the atrial lead into the body and pushed the suture sleeve into the body as well. The extra suture sleeve from the right ventricular lead was used for the atrial lead. It was decided to not extract the lead, as the physician felt that the suture sleeve would be trapped between the tie down and the secured lead tip. The atrial lead is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.